Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in emergency room due to hyperglycemia as well as vomiting. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was on. The customer was treated with manual injection for high blood glucose level. Customer declined to perform a carelink upload. Based on customer report customer does not allege insulin pump was under delivering. The device will not be returned for analysis.